Event description:
It was reported that the patient line became kinked. There was no adverse impact to customer's blood glucose level. The customer changed the cartridge and was able to successfully deliver insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.